Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and death are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3.0 x 18 mm and a 3.0 x 38 mm xience alpine stents were implanted on (B)(6) 2016. On (B)(6) 2016, the patient was re-admitted with myocardial infarction. Percutaneous transluminal angioplasty (pta) was performed and the patient expired (date not specified). No additional information was provided.